Event description:
It was reported that, "a surgeon received a shock to his hand while holding this lap electrode when it was activated. The insulation had retracted from the molded hub. There was no pt injury."